Event description:
Per the clinic, the patient experienced a performance decrement and a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2013.

Manufacturer narrative:
This report is filed april 4, 2014.

Manufacturer narrative:
(B)(4).